Event description:
It was reported that, "the tip of the screwdriver broke off in the screw. Wasn't able to be retrieved. The 2mm of the tip was left inside the screw head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.